Manufacturer narrative:
Continuation of d10: product ID 37081-40 lot# serial# (B)(6) implanted: (B)(6) 2015. Explanted: 2024-03-08 product type extension h3 device evaluation: the complete lead was returned and analysis found that #13 and #14 conductors were broken near the proximal end in the body of the lead. There were suspected body fluids observed in the lead and the outer insulation was cut and breached. #13 and #14 were open circuits, but continuity was acceptable for #0-#2, #5-#12, and #15; there were no shorts between circuits. #3 and #4 were found to be intermittent circuits. H3 device evaluation: the complete extension was returned and analysis found that the #1 conductor wase broken in the extension in the distal connector (up to transition). It was found that #1 was an open circuit, but there were no shorts between circuits and continuity was acceptable for #0, and #2-#7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 39565, implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565, e1 phone number: (B)(6). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were bad impedances of 40,000 ohms with non-functional plots 2-7 and 9-15 with ineffective stimulation. Dysfunctional electrode was noted. Contributing factor was the patient had a fall three years ago and since then the stimulation has been ineffective despite changes in settings. Troubleshooting was performed. Tested with a wireless external neurostimulator (wens) after disconnecting the ins. Then new test after removing the extension but results unchanged. The lead and extension were replaced. The issue was resolved. Patient was alive with no injury.